Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: the patient files analysis did not reveal any abnormality except 50 hz signals during the activity period of the patient. The first episode was seen less than 2 months post implantation. This indicates that during this period, the patient is near an electromagnetic interference source. Regarding the complaint description about pectoral stimulation, 2 hypotheses can be drawn: there is an external insulation issue near the pocket due to wear and tear (friction of the leads). Nevertheless, this hypothesis is quite unlikely since no oversensing was noticed. It is known that should/arm movements can induce pectoral stimulation. The main point in this analysis is the 50 hz signals and seen only during the activity period of the patient meaning that there is specific event occurring regularly inducing interferences with the pacemaker leading sometimes to pacing inhibition. The patient seems to be pacing dependent. Therefore, it is recommended to avoid as much as possible electromagnetic interferences sources to prevent any pacing inhibition. Based on the available data, no issue is suspected on the subject pacemaker for more details, please refer to the attached analysis report.

Event description:
Reportedly, on the (B)(6) 2026, patient implanted with a teo dr had pectoral muscle contractions at pocket level, since implantation on (B)(6) 2023. A follow-up is scheduled for the (B)(6). First, the patient had a prior follow-up the (B)(6), where some parameters were adjusted, reducing the pectoral contractions, but not completely. During the follow-up on the 20/1, several tests are carried out: temporary screen: a and v pacing voltage are alternatively checked with 7.5 v (while the other one remains at 2.5 v), confirming that the pectoral contraction happens with both channels, both bipolar and unipolar pacing. Impedance has been measured both with unipolar and bipolar parameters, showing always good values. Manipulation of the pocket and the patient pressing both hands in front of the chest to detect possible artifacts with open telemetry results in no apparent artefacts. Not been able to identify the source of the issue (no apparent problem with the leads), physician suspects of pacemaker current leakage. Could you please help in providing a possible cause for the behavior?